Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Loc and high out of range measurements were able to be recreated by having the patient raise their arms up and down. A chest x-ray was planned. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that in addition to continued loc and high out of range pacing impedance measurements, high threshold measurements were also observed. The patient also reported feeling decreased energy, however, it was unable to be determined if the decreased energy correlated with the reported clinical observations.